Manufacturer narrative:
(B)(4). Event problem and evaluation codes: (B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of an event on (B)(6) 2018 which occurred in (B)(6) in the operating room during use on (B)(6) 2018. The reported complaint stated "when customer is using the scope during a procedure the image turned totally black" involving pentax medical video colonoscope modelec-380lkp, serial number (B)(4). There was no adverse events reported by the user. Description of any actions taken by the user: replaced the scope with a new one.